Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, biomechanical overload, preceding/simultaneous bone augmentation.